Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by user facility: the nurse noted blood leaking from a small hole in the arterial portion of tubing just shortly after starting dialysis treatment. No patient injury was reported.

Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report number (B)(4). All information associated with this event was submitted to the bloodline manufacturer. According to the manufacturer's investigation, no samples or photographs were available for product evaluation. A review of the device history records for sl-2010m2096 from lot 00954014 was performed and indicated that there were no quality issues during the manufacturing process of this lot related to the reported issue. A search of the complaint database for this blood tubing set lot number shows no additional complaints of component failures as of complaint closure, indicating this is an isolated occurrence. If additional pertinent information becomes available a follow-up report will be filed.